Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was recaptured twice due to moderate paravalvular leak (pvl). Upon release, the valve dislodged. The valve was repositioned with a snare and was left implanted in the descending aorta. A second larger transcatheter bioprosthetic valve was implanted. After the implant, a "flap" in the abdominal aorta was noted. Per the physician, this flap in the abdominal aorta may have been related to the tabs of the valve when repositioning the valve. A precautionary graft was placed. No other adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pr e-existing patient conditions. A conclusive cause of the pvl could not be determined from the limited information available. Potential factors that can cause a dislodged valve include inadequate deployment (due to improper sizing between valve and annulus, irregular patient anatomy, or incomplete frame expansion) and incomplete detachment of the valve from the delivery catheter system (dcs). A root cause of the dislodgement could not be determined from the limited information available. In this event, a decision was made to snare the valve and to reposition it. However, the use of a snare to reposition the valve after deployment is complete is not recommended per the instructions for use (IFU). It was later reported that a flap in the aorta was noted which may have been caused by the tabs of the valve while repositioning the valve. Per the instructions for use (IFU), dissections and perforations are known potential adverse effects that can occur during any invasive procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.